Event description:
A registered nurse called to report the death of a patient while dialyzing on a fresenius machine at the hospital on (B)(6) 2016. The investigation will include all fresenius products in use at the time of the event. During follow up with the clinical manager it was learned a revaclear dialyzer was used during the treatment. Contact telephone#: (B)(6). The revaclear dialyzer is not a fresenius product; therefore, no complaint will be opened for the dialyzer. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).